Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device's defib output was out of specification. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the customer was dissatisfied with the device's clinical effectiveness.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3, b5, and h6 (device problem code). Evaluation: the device was received at zoll medical corporation. Review of the device log confirms that the device provided the correct energy and current based on measured impedance. Each charge resulted in a successful discharge that was within specifications. The patient's heart not responding to the provided shocks does not mean that the shocks were ineffective. The device passed all testing including discharging using internal handles and a defib cycle with no faults found. The investigation concluded that the device met specifications and performed as designed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.